Manufacturer narrative:
Add'l info has been requested yet not received.

Event description:
Report received from (B)(4) states "during surgery aspiration appears to act as though occluded - no aspiration and then surges to too much aspiration. Touch screen not responding in one area."